Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. Upon system checkout the battery was replaced. The system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the system is often plugged in but when the site unplugged it to move it to the operating room it began beeping rather quickly. Technical services recommend the system be plugged in for some time, then check battery levels with the system connected and disconnected from the wall. It was noted that the navigation system was plugged in all weekend. The battery was at 85%, with 11 minutes of battery life. When it was plugged in it immediately started beeping and drop to 27% with two minutes of battery life remaining. It continued to drop quickly. " no patient was present.

Manufacturer narrative:
The returned battery measured 48.26 vdc. The battery was connected to a main cart test system for overnight charging. On battery power, the system shutdown after two minutes. Electrical failure confirmed. If information is provided in the future, a supplemental report will be issued.